Event description:
It was reported to the physio-control service agent that the customer's device would not charge defibrillation energy. On the display of the device the message 'connect cable' was shown. The device was taken out of service. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio-control determined the cause for the failure to be the therapy cable. Physio-control replaced the therapy cable out of the customer's stock. Proper device operation was then observed through functional and performance testing. The device was repaired and returned to the customer for use.